Manufacturer narrative:
The event is currently under investigation.

Manufacturer narrative:
(B)(4). A review of complaint history, device history record, drawing, manufacturing instructions, quality control and a visual examination of the returned product was conducted during the investigation. One sheath and dilator were returned for evaluation. The device history record was reviewed and found to have no evidence that the product was manufactured incorrectly. The manufacturing and quality control instructions were reviewed as well. A visual inspection of the returned product was conducted. It was observed that the extension tube with adapter was separated from the sheath shaft, as stated by the customer. The flare was visually inspected and looked a little bit wrinkled and was sort of thin in parts. The flare was still in tact and had no major deformation. There is not sufficient evidence to confirm that the product was not manufactured to the correct specifications. Additionally, the instructions for use lists steps for removing the sheath, which includes, "insert wire guide at least 10 cm past the tip of the sheath. Insert the introducer dilator over the wire into the sheath. Withdraw the sheath and dilator as a unit. Remove the wire guide." Based on the wrinkling of the flare and the information provided, the root cause was determined to be related to not following the instructions/label. Based on the risk assessment performed, no additional actions are required at this time. The appropriate internal personnel will be notified and we will continue to monitor for similar complaints.

Event description:
During a tibial intervention, as the sheath was being taken out, the hub came off. The hub was removed successfully and nothing remained inside the patient's body. They were able to complete the procedure successfully as this occurred at the end of the procedure. The patient did not require any additional procedures nor experience any adverse effects due to this occurrence.

Event description:
During a tibial intervention, as the sheath was being taken out, the hub came off. The hub was removed successfully and nothing remained inside the pt's body. They were able to complete the procedure successfully as this occurred at the end of the procedure. The pt did not require any add'l procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation - evaluation a review of the complaint history, drawings, dimensional verification, device history record, manufacturing instructions, quality control and visual inspection of the returned device was conducted during the investigation. The returned complaint device was re-examined. There was a white powdery substance on the dilator and inside the flare. This material is likely residuals from contrast medium. The connector cap and check-flo body were securely glued. Inspection of the connector cap confirmed that the correct connector cap was used. A pin gauge was used to determine the opening of the connector cap. The correct cap was used in manufacturing and was within tolerance per the drawing. Instructions are in place to verify that the device is manufactured to specification. The process of attaching threaded proximal end fittings to flexor sheaths is validated; the process validation shows that the device meets tensile requirements per iso 11070:2014. The validation was implemented on 26feb2015. The complaint device was manufactured prior to the implementation of the validation. The flare showed characteristics of being trapped securely between the cap and the check-flo body and was manufactured to the appropriate size. A document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. The device is shipped with an instruction for use (IFU) that describes the intended use; specific items are addressed such as: the IFU instructs the user in the steps for removal, "insert wire guide at least 10 cm past the tip of the sheath. Insert the introducer dilator over the wire and into the sheath. Withdraw the sheath and dilator as a unit." It is reasonable to suggest that because these instructions were not followed that the noted separation occurred on removal of the device. The customer stated that when removing the device, there was nothing inserted into the device. Based on the information provided, examination of the returned device and the customers statement, user error / failure to follow instructions caused the event. Measures have been previously conducted to address this failure mode.